Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Fecal incontinence and gastrointestinal/pelvic floor. Representative reported healthcare provider (hcp) was doing a stage 1 trial today; during the process while hcp was moving in and out of the location, the lead got stretched. Rep said the tine was not deployed yet. Another lead was used. There was none symptom reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.